Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that unit was completely powered down due to a faulty controller on drawer 5.2. A field service engineer replaced the controller board to resolve the issue and tested functionality successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, pyxis displayed a black screen. The pharmacist power-cycled the device, but the issue persisted. The fan on the unit was turning approximately 4 centimeters every 5-7 seconds, and the drawer lights (yellow and orange/red) were illuminated. However, there were no delays or adverse events or injuries reported based on this event.